Event description:
It was reported that the ventricular assist device (vad) driveline sheath exhibited damage due to normal use in a previously repaired area. Servicing will be performed on the driveline. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline cable associated with a ventricular assist device (vad) (B)(6) was not returned for evaluation, as it remains in use. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of (B)(6)¿s service history records indicated that the device was previously serviced and the repair actions were verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous driveline sheath repair and evidence of a self-repair. As a result, the reported events were confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the observed driveline repair damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the old tape placed by the patient was removed, revealed several cracks in the outer sheath and two parts with total exposed wires. The insulation was intact, the connector was ok, and the driveline (dl) cover was smooth and movable. A dl sheath repair was performed beginning at the strain relief for 18cm.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.